Event description:
While at the customer site, the philips field service engineer (fse) observed the device would not power on unless the switch was in the "on" position when inserting the battery. There was no reported patient involvement/adverse patient impact.